Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). The ipg and leads were received for analysis. Visual inspection of the ipg and leads observed no damages or anomalies with the received part, except for the other lead, which was observed with slight kink damage at the distal electrode end. This was assumed to have occurred during explant. No observations were found that would have contributed to the patient's pain. The possible root cause was poor ipg positioning during implant. Updated h6.

Event description:
It was reported that the patient experienced severe pain at the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. As a result, the patient requested an explant of the device. The ipg and leads were removed without complications.

Event description:
It was reported that the patient experienced severe pain at the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. As a result, the patient requested an explant of the device. The ipg and leads were removed without complications.

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).